Manufacturer narrative:
Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that there was a safety shield failure. The following information was provided by the initial reporter: update from customer: how many times has the issue occurred? 1. Did the specimen(s) need to be recollected? No. Did exposure to blood/ bf occur? No. If exposure occurred was there any post exposure testing or medical intervention? N/a can you please provide the total number of boxes received and total number affected? Unknown. Are you interested in credit? No. Customer reports that the safety shield fell off and flew across the room while withdrawing the needle from a patient.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo shows the product packaging. Therefore, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shields activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that there was a safety shield failure. The following information was provided by the initial reporter: update from customer: how many times has the issue occurred? 1. Did the specimen(s) need to be recollected? No. Did exposure to blood/ bf occur? No. If exposure occurred was there any post exposure testing or medical intervention? N/a. Can you please provide the total number of boxes received and total number affected? Unknown. Are you interested in credit? No. Customer reports that the safety shield fell off and flew across the room while withdrawing the needle from a patient.